Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a pump stop was recorded in the log file. The patient was asymptomatic. A review of the log files by technical services found an unusual pump stop where the pump speed dropped down to 0 revolutions per minute (rpm) before resuming normal pump set speed. The patient underwent pump exchange due to concern for short-to-shield.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , confirmed internal driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. Evaluation of the submitted log file confirmed low speed and a pump stop event while the patient was connected to the power module. Based on previous complaint history, the abnormal pump operation appeared consistent with potential driveline wire compromise. The pump, (B)(6) , was returned assembled with the driveline severed approximately 4 inches from the nipple housing. Approximately 33.5 inches of the distal portion of the driveline was returned with the pump. A spiral chord was returned wrapped around the distal portion of the driveline. The chord was easily removed. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned unattached from the inlet port. The outflow elbow was returned attached to the outlet port, while the sealed outflow graft, outflow graft bend relief, and bend relief collar were returned detached from the outflow elbow. The driveline was returned in 2 parts. The driveline was severed approximately 4 inches from the nipple housing. Approximately 33.5 inches of the distal portion of the driveline was returned with the pump. Electrical continuity testing was performed on both portions of the returned driveline. All wires were found to be electrically intact, and no wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The bionate cover and metal braided shield layers were carefully removed to further examine the underlying wires. Visual inspection of the wires under a microscope revealed a breach in the brown wire approximately 2 inches from the nipple housing. The distal end of the driveline appeared unremarkable during visual investigation under the microscope. Both portions of the returned driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The 4¿ pump end portion test revealed a breach in the brown wire at approximately 2.5 inches, breaches in the black wire from approximately 2-2.5 inches, a breach in red wire at approximately 2 inches, a breach in yellow wire at approximately 2 inches, and a breach in the orange wire approximately 2 inches from nipple housing. The distal end of the driveline was unremarkable. The observed damage appeared to be the result of abrasion against the metal braided shield. The green wire did not reveal any areas of current leakage in the insulation. If the exposed conductors of the brown, black, red, yellow, and orange wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the low speed and pump stop events. These events could have also occurred if the exposed conductors of these wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook document are currently available. The hmii IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook also address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.